Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed blisters under the pads. Patient reported the blisters popped. The patient described the irritation as a burning sensation. There was no alleged device malfunction contributing to the irritation. Use of the monitor was discontinued by a doctor due to the irritation. Outcome of the rash is unknown.